Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor voltage was adjusted to 12.2vdc, the gib was reseated, nodes were erased and software was reloaded. Dicom connectivity was verified to be completed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had a communication failure error. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.